Manufacturer narrative:
The evaluation of the customer issue included a review of the instrument service history, a search for similar complaints, a review of labeling and a review of the product quality trend data. No trend was identified for the customer's issue. The review of the instruments service record reveled zero service tickets associated with this issue. During trouble shooting at the customer the field service representative adjusted the reagent probe and mixer wash cup flow rates. No additional discrepant result issues have been reported since the service activity was completed. Based on all available information no product deficiency was identified.

Manufacturer narrative:
H11: it was discovered on (B)(6) 2020, that emdr 3016438761-2020-00090 follow up #1, was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. This follow up #2 is to provide the correct manufacturer name, city, and state. The initial emdr and the manufacturer report number reflect the correct manufacturer information. H10: product evaluation was provided in emdr 3016438761-2020-00090 follow up #1. H3 other text : see h10.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported false elevated chloride assay results with the architect c8000 analyzer for two patients. They provided: pt#1 initial = 135 mmol/l, repeat = 106 mmol/l; pt#2 initial = 136 mmol/l, repeat = 105 mmol/l (normal range 98 to 107 mmol/l). There was no impact to patient management reported.